Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with anatomical location of esophagus. Block h11: a mantis clip was received for analysis. A visual inspection noted that the device returned with the clip assembly detached and with both arms bent towards the outside. A microscopic inspection that clear evidence of full deployment and both arms were bent. No other problems were noted. The reported complaint of clip unable to deploy was confirmed. Upon analysis, it was returned the clip assembly in an open state, deployed from the catheter, with both arms bent and with evidence of proper deployment. Most likely what caused the clip detachment was an attempt to grasp a large amount of tissue and apply a tangential load to the clip assembly. Probably the customer tried to grab a big amount of tissue, causing the yoke to open the locking tabs, but it was not able to activate its arms. Also, backing up the hypothesis of the load applied to the clip is the damage found on the clip arms. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip released from catheter but did not close. It was removed from the patient, but it remained in an open position state. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip released from catheter but did not close. It was removed from the patient, but it remained in an open position state. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.